Event description:
The lay user/patient contacted lfs alleging inaccurate reading on the one touch ultra meter. In 2009 around 6:52am, the patient tested his blood glucose and obtained a 176 mg/dl and a 130 mg/dl within 10 minutes from one another. Due to the readings, the patient reportedly increased his dosage of insulin. An hour after testing, the patient reportedly began to exhibit symptoms which consisted of feeling sweaty, weak and difficult speaking. Due to his symptoms, the patient then treated himself with sugar. The patient did not seek any further medical attention or contact his physician for assistance. The meter had been coded properly and the test strips have not been opened longer than the expiration date. The test strip vial was not cracked or broken and the test strip was correct. A quality control test was not done, since the patient was unable/unwilling to verify whether he had the correct vial or control solution. The products were replaced. The complaint is being reported since the patient alleged due to the elevated reading, he took an increased dosage of insulin and later developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.